Event description:
Reporter alleged obtaining discrepant blood glucose results of 102 mg/dl back to back with a result of 226 mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.